Event description:
The service center was informed that during an unspecified procedure, a third clip failed to deploy and when retrieving the clip it caused a tear to the patient¿s mucosa, with bleeding. The bleeding was controlled with an unknown device. It was reported that the end user had experienced deployment issues with two clips prior to the incident and these clips were not used on the patient. The intended procedure was completed with a competitor¿s device.